Event description:
The patients solicitors stated via letter that their client is pursuing a personal injury claim against stryker due to product failure in connection with a trident psl cup, c-taper lfit head and omnifit ha stem. The letter reports that the primary procedure took place at (B)(6) hospital on (B)(6) 2009. The letter further reports that the male patient has since suffered significant pain, a constant clicking sensation and the likelihood of component wear and fragments leading to uneven wear and the deposit of materials in the patient's body. It is further reported that the patient was referred to an orthopaedic consultant in 2012 who confirmed that there is a significant risk of component failure and has recommended that the patient be revised. It is further reported that the revision surgery is likely to take place this year.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding pain, audible noise, and potential component wear involving a trident acetabular liner was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
The patients solicitors stated via letter that their client is pursuing a personal injury claim against stryker due to product failure in connection with a trident psl cup, c-taper lfit head and omnifit ha stem. The letter reports that the primary procedure took place at (B)(6) hospital on (B)(6) 2009. The letter further reports that the male patient has since suffered significant pain, a constant clicking sensation and the likelihood of component wear and fragments leading to uneven wear and the deposit of materials in the patient's body. It is further reported that the patient was referred to an orthopaedic consultant in 2012 who confirmed that there is a significant risk of component failure and has recommended that the patient be revised. It is further reported that the revision surgery is likely to take place this year.

Manufacturer narrative:
The information in this report was provided by a foreign solicitor. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.